Manufacturer narrative:
(B)(4). Date sent to FDA: 05/07/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one empty folder and a detached needle of product code vcp103 were received for evaluation, the swage and attachment area was noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument and a suture piece was still attached to barrel hole. The condition of the sample received indicates improper handling of the device. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 275 g/m. Events reported via: 2210968-2021-03045.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many products were involved? 2. If more than one (1), what was the issue with the other devices? Two (2) suture with the same problem other lot number. How many devices will be returning? 2. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Unknown. Please provide the procedure name, unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the surgery, the surgeon experiences the needle detaching from the suture during the use after the first bite. No adverse patient consequences were reported. Additional information was requested.